Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported his bg was 75 ¿ 100 points lower than his cgm value. He went to the emergency department (ed) because the cgm showed 330 mg/dl. In triage at the ed, his bg was 245 mg/dl. When he was taken back to the room in the ed, the cgm was 325 mg/dl and his bg was 260 mg/dl. He was evaluated in the ed, treated with fluids and insulin via intravenous (IV) therapy and discharged a few hours later. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.